Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. Review of the controller log files revealed one (1) high watt alarm logged on (B)(6) 2020. As a result, the reported high power event was confirmed. Information received from the site indicated that the patient experienced pulmonary edema. The patient was intubated and was also on hemofiltration. In addition, the patient was given antibiotic treatment for a suspected pulmonary infection based on lab tests. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, infection and respiratory dysfunction are known potential complications associated with the implantation of a vad. Based on a review of past adverse events, it was noted the patient had a history of respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pulmonary edema and the ventricular assist device (vad) exhibited high watts alarms. The patient was intubated and was also on hemofiltration. In addition, the patient was given antibiotic treatment for a suspected pulmonary infection based on lab tests. The vad remains in use. No further patient complications have been reported as a result of this event.